Manufacturer narrative:
This correction is being filed to clarify this event is not related to the recall. No other changes made.

Event description:
The manufacturer has received information that a patient has passed away. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
As per additional information received on 10/15/2024: the device was returned for evaluation. During the evaluation, the device was visually inspected internally and externally, no faults were found, and the unit passed final testing. The device's event log was reviewed and no error code found. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box b, d, e, h has been updated/corrected.